Manufacturer narrative:
The reporter received discrepant hdlc3 hdl-cholesterol plus 3rd generation and ldl_c ldl-cholesterol plus 2nd generation results. The initial hdl result was 3.1 mg/dl with a repeat result of 62.0 mg/dl. The initial ldl result was 160 with a repeat result of 101. The reagent lot numbers and expiration dates were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that reagent issues can be excluded. The investigation determined that only tests requiring 2 ul of the sample were affected which indicates issues with sample pipetting or preanalytics. The alarm trace logged several "abnormal probe sucking", " abnormal sample probe movement" and "abnormal sample aspiration" errors. The field service engineer (fse) changed the sample probe, both windows, a tube and the pressure sensor. He confirmed that the module is running within specifications. The investigation determined that the issue was caused by component failure. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant low results for bilt3 bilirubin total gen.3 (bil-t), gluc3 glucose hk gen.3, chol2 cholesterol gen.2 and alp2 alkaline phosphatase acc. To ifcc gen.2 results for four patients tested on a cobas 6000 c501 module. Patient 1 (B)(6) had a total bilirubin initial result of 0.863 mg/dl. The repeat result on (B)(6) 2021 was 5.767 mg/dl. Patient 2 had an initial glucose result of 32.7 mg/dl with a repeat result of 88.5 mg/dl. Patient 3 (B)(6) had an initial glucose result of 5.4 mg/dl with a repeat result of 80.1 mg/dl, an initial cholesterol result of 5.8 mg/dl with a repeat result of 194.5 mg/dl. Patient 4 ((B)(6) had an initial glucose result of 31.4 mg/dl with a repeat result of 76 mg/dl and an initial alkaline phosphatase result of 16 mg/dl with a repeat result of 144 mg/dl. The same samples were rerun on the same analyzer. The total bilirubin result was the only result that was reported outside of the laboratory. The total bilirubin reagent lot number is 543964. The glucose reagent lot number is 555271. The alkaline phosphatase reagent lot number is 568781. The cholesterol reagent lot number and expiration dates of the reagents were asked but not provided.